Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were erased and software reloaded. The system was then found to be working as intended.

Event description:
The customer reported the system intermittently locked up requiring reboots. No patient injury reported.